Event description:
The consumer was being lifted with an unknown lift and invacare sling when 2 straps on the sling allegedly broke, causing the consumer to fall to the floor and hit his head on a cushioned chair. No serious injury is alleged.

Manufacturer narrative:
Invacare labels states invacare slings should be used on invacare lifts. The manufacturer of the lift is unknown.